Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Flashed nodes on the system. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system locked up and reboot was required. No patient injury was reported.